Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006947, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6006947 was manufactured according to the work instruction (wi) version 114 and manufactured in the line l-5 on 11-may-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4d05427 was manufactured according to thewi version 64 and manufactured in the machine sc03, on 27-apr-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4e01593 was manufactured according to thewi version 64 and manufactured in the machine sc03, on 10-may-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced there was a blockage at connection between the reservoir and the set tubing which occurred on (B)(6) 2025. No further information was available.